Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the upper gi during a band ligation procedure performed on august 20, 2019. According to the complainant, during the procedure, the band deployment is not good. The procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 1157 for the reportable issue of bands difficult to deploy. Investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the handle assembly was returned with the device. It was also noted that the device returned without the ligator head. The trip wire was partially rolled in the handle assembly and it was secured in the handle slot when received; however, it was kinked in several locations. A crimp was present on the tripwire. Additionally, the suture was intact and was attached to the distal loop of the trip wire. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the upper gi during a band ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the band deployment is not good. The procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.